Event description:
Customer reported insulin pump was not alarming when blood glucose was low. Customer's blood glucose was 52 mg/dl and alarm did not go off when it normally does. Sensor alerts settings were set at 65 mg/dl low and 300 mg/dl for high. Blood glucose was 52 mg/dl and sensor glucose was 136 mg/dl. Customer was advised how to properly calibrate. Moved the insulin pump closer to the sensor and signal came back with sensor glucose of 94 mg/dl. Reading was within range, customer was advised to monitor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.